Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of the initial implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief for a few months before reporting to a new surgeon with complaints of gluteal muscle pain. The surgeon determined that the caudal positioned implant was malpositioned too posteriorly and was ineffective. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2020, the surgeon removed the caudal implant using chisels as it was solidly fixed in bone. He then installed a new implant of the same type in a better position to help fixate the si joint. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.